Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not switch on was confirmed. It was found that the motor did not turn as it was corroded. Further, the resistance values of the keypad of the hand control set and the protective earth resistance of the motor cable were out of range. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set. The defective components of the device would have caused the device to not function as intended as reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/05/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number (e1): (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate that during an unknown procedure, the motor of a hand pc tornado shaver was jammed and not able to turn, also cable was damaged. A replacement device was used to complete procedure. No surgical delay or patient consequences reported.